Event description:
It was reported that during a lung procedure, the device loading a green cartridge was fired on the lung parenchyma at the first firing. Neoveil was used as buttressing material. The force of grasping the firing trigger became higher at the third stroke, but the firing trigger was grasped forcibly. An unexpected sound was heard from the device, and then, there was no feedback of grasping the trigger. The knife became not to move forward and the jaw did not open. The device was released with the manual release lever. Another device was used to complete the case instead of the reported device. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4): release button post. The sc60 device was returned with the firing and clamping mechanisms jammed and without a reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger and release button post were noted to be broken, these is consistent with partially engaging the anvil release button inadvertently after closing the device but before firing. This causes the release button to partially engage with the indicator gear. As a result of this condition, when attempting to fire, significant resistance will be felt due to the fact that the release button is blocking the path of the indicator gear. If the firing stroke is continued past this point, the indicator gear pushes into on the release button, resulting in damage or breakage of the release button. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment.